Manufacturer narrative:
The involved bed was evaluated by the arjo technician. During the device evaluation, the arjo technician did not confirm the customer¿s allegation. The bed was operating correctly. No other issues were found during visit. To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. There was no indication whether the patient was on the bed when the event occurred. The complaint decided to be reportable due to unintended bed movement reported.

Event description:
Following information gathered, the backrest section of the bed was raising and lowering without any command given. There was no indication regarding patient involvement. No injury was reported.